Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device became stuck in a semi-closed position, and the cutting blade was advanced and exposed. The cutting trigger was also jammed and the device did not retract. The jaws were opened by manually forcing the handle forward. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found jaws were not stuck shut. The jaws open and close normally when the handle is activated. The knife extended and retracted normally when the trigger was activated. The knife did not show signs of knife trap. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.